Event description:
Event verbatim [preferred term] second degree burn/blister [burns second degree] , uses on abdomen and feet [intentional device use issue] , did not check skin under the product while wearing thermacare [device use error] , like the wrap leaked [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number r86606, expiration date nov 2019), attached the adhesive to: body (skin) on (B)(6) 2017 for menstrual pain. The patient medical history was not reported. Concomitant medication included ethinylestradiol, norgestimate (ethinylestradiol w/norgestimate) and acetylsalicylic acid (midol /00002701/). The patient stated she applied the heatwrap on her abdomen on (B)(6) 2017 while she took a nap because she was not feeling well from her menstrual. She had the wrap on for 4 hours and when she took the wrap off she had a second degree burn/blister on her abdomen. It was like a chemical burn or something; it almost looked like it leaked or something because it is just the one quarter sized area not all over the abdomen. It has a blister the size of quarter and a little more red this morning. The patient classified her skin tone as medium to fair. She does not have sensitive skin and no abnormal skin conditions. The patient has previously used thermacare products but never had this problem. This is the same product that she uses on her abdomen and feet for menstrual cramps and foot cramps. She has not previously used other heat products for pain relief. She did not engage in exercise while using the product, did not check skin under the product while wearing thermacare, did not read the instructions as she is familiar with the product, and did not consult a healthcare provider about the event. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of second degree burn/blister was not resolved. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burn/blister on her abdomen, uses device on abdomen and feet, did not check skin under the product while wearing thermacare, and looked like the wrap leaked " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burn/blister on her abdomen, uses device on abdomen and feet, did not check skin under the product while wearing thermacare, and looked like the wrap leaked " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-25353, effective: 28nov2016. Consumer alleges the heatwrap caused burned blisters on the skin. The cause of the second degree burns on the abdomen is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Second degree burn/blister [burns second degree], uses on abdomen and feet, did not check skin under the product while wearing the heatwrap [device use error] , like the wrap leaked [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number r86606, expiration date nov2019) attached the adhesive to: body (skin) on (B)(6) 2017 for menstrual pain. The patient's medical history was not reported. Concomitant medication included ethinylestradiol, norgestimate (ethinylestradiol w/norgestimate) and acetylsalicylic acid (midol). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated she applied the heatwrap on her abdomen on (B)(6) 2017 while she took a nap because she was not feeling well from her menstrual. She had the wrap on for 4 hours and when she took the wrap off she had a second degree burn/blister on her abdomen. It was like a chemical burn or something; it almost looked like it leaked or something because it is just the one quarter sized area not all over the abdomen. It has a blister the size of quarter and a little more red this morning. The patient assessed her skin tone as medium to fair. She does not have sensitive skin and denied any abnormal skin conditions. This is the same product that she uses on her abdomen and feet for menstrual cramps and foot cramps. She has not previously used other heat products for pain relief. She did not engage in exercise while using the product, did not check skin under the product while wearing thermacare, did not read the instructions as she is familiar with the product, and did not consult a healthcare provider about the event. Action taken in response to the events for thermacare heatwrap was permanently withdrawn. Clinical outcome of the second degree burn/blister was not resolved. The outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-25353, effective: 28nov2016. Consumer alleges the heatwrap caused burned blisters on the skin. The cause of the second degree burns on the abdomen is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (07nov2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events of "second degree burn/blister on her abdomen, uses device on abdomen and feet, did not check skin under the product while wearing thermacare, and looked like the wrap leaked " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the events of "second degree burn/blister on her abdomen, uses device on abdomen and feet, did not check skin under the product while wearing thermacare, and looked like the wrap leaked " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.